Event description:
It was observed during internal inspection the flex deflectable videoscope had an error e226 image noise. There was no patient involvement.

Manufacturer narrative:
The device was evaluated. The root cause cannot be identified. Device evaluation noted the reported issue was not confirmed. Should additional relevant information is received, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.